Event description:
It was reported that during a procedure to treat atrial fibrillation (a fib), the faradrive steerable sheath clear was observed to have leaked blood. After accessing the left atrium with the sheath, the wire and dilator were removed, and the orion mapping catheter was inserted. When air removal was performed, air was continuously drawn out, and a small amount of blood was seen leaking from the hemostasis valve. It was suspected that the valve was damaged, the sheath was replaced, and the procedure continued without any patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) presented leaking blood. After accessing the left atrium with faradrive, the wire and dilator were removed. Thereafter, the orion was inserted into the faradrive. When air removal was performed, the air was constantly being drawn out. A small amount of blood appeared to be leaking from the hemostasis valve, so the hemostatic valve was suspected to be damaged; therefore, the faradrive was replaced, and the procedure was continued. No patient complications occurred. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis. It was further reported that air entry was observed in the flushing tube during aspiration of the sheath within ten minutes of the sheath being inserted into the patient. This air entry occurred after the orion catheter was inserted into the sheath.

Manufacturer narrative:
B5: describe event or problem - updated h6: device codes - updated and corrected.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) presented leaking blood. After accessing the left atrium with faradrive, the wire and dilator were removed. Thereafter, the orion was inserted into the faradrive. When air removal was performed, the air was constantly being drawn out. A small amount of blood appeared to be leaking from the hemostasis valve, so the hemostatic valve was suspected to be damaged; therefore, the faradrive was replaced, and the procedure was continued. No patient complications occurred. The sheath has been received at boston scientific's post market laboratory. It was further reported that air entry was observed in the flushing tube during aspiration of the sheath within ten minutes of the sheath being inserted into the patient. This air entry occurred after the orion catheter was inserted into the sheath.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in both the inner and outer valves. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve.